Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their liberty select cycler and the cassette exterior after ending their pd treatment. The patient reported receiving an m31 air detected in cassette warning in drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient was unable to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however was unknown

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h6

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their liberty select cycler and the cassette exterior after ending their pd treatment. The patient reported receiving an m31 air detected in cassette warning in drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient was unable to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however was unknown.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and a misaligned touchscreen overlay was observed. There was no evidence of dried fluid within the cassette compartment, and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) simulated treatment was performed on the cycler and encountered a loud compressor and motor a grinding. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and fluid was present in the hp2 filter. Additionally, the compressor was found resting on the grommet. Fluid in the hp2 filter is a failure related to the reported m31 air detected in cassette warning. There were visual indications of dried fluid on the bottom pump gasket, on the bottom pump gasket, and behind mushroom head b. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their liberty select cycler and the cassette exterior after ending their pd treatment. The patient reported receiving an m31 air detected in cassette warning in drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn reported that the patient was unable to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however was unknown.